Event description:
The clinician reports the implant was inserted 2015 (b)(6) in FDI 45. On 2026 (b)(6), fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
The batch number could not be verified due to incomplete or missinginformation and / or product from the customer. Our manufacturingQ-system assures that production and process controls are in place toensure that batches confirm to the applicable specifications before theyare distributed.The fracture of a dental implant is a known long-term complication ofendosseous dental implants. The manufacturers trend analysis confirmsthat the reported implant fracture rate associated with its dentalimplants is low and remains consistent with the experience as documentedin the literature.There are different reasons why implants break and this problem has beenilluminated by various authors (e.g. Maeglin 1988, Beumer 1989, Tetsch1991, Worthington 1992).Beumer and Lewis 1989 report the following causes:a) production / design flaws.b) inadequate fitting of the superstructure.c) occlusal overload.d) bruxism.e) bone resorption around the implants.f) insufficient axle alignment of the implants.g) trauma.h) biomechanical causes.i) design of the superstructure.